Event description:
Mediport placed 7/27/98. Began to malfunction & not accessible. 8/21 procedure to remove mediport. Upon entering the port "pocket" port came out easily, however, no catheter was attached. Fluoroscopy showed that the more distal part of the cath was still in place & seemed to be adhered to vessel wall. Unable to retrieve. Transferred pt to large tertiary care facility where it was removed. Located within the thorax at the level of the left innominate vein superior vena cava.